Event description:
Telemetry nurse tried to admit patient to their central station to monitor patient's vital but the keyboard did not work- only very few keys could be entered. The device was troubleshot to the point where piicix central station computer for telemetry unit had to be rebooted. Philips had come out couple of times for this issue and installed an application which prevents the keyboard lock up but doesn't seem to be working as intended. Manufacturer response for central station computer, piicix (per site reporter). Dispatched their fco to install an application/software to prevent keyboard lock up. But it does not seem to be working as intended for this computer.